Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient that had bilateral intraocular lens (iol) implants without any obvious problems including no corneal edema, lens decentration or cme. The physician reported that on postoperative day one for each eye, the patient's vision was 20/30 and each subsequent week, the patient's vision declined. At three months post-op, the patient's vision was 20/150 and pinholing to 20/50 for each eye. An oct and topography were performed and were unremarkable. Initially the patient had an irregular tear film, but improved with drops. The physician reported patient's refraction does not match his 20/150 vision. The chief complaint from the patient is seeing shadows and blurry vision. There are two medical device reports for this event. This report is for the second eye.